Event description:
(2/2 reference (B)(4) for all attachments and related complaints). Smj#cfff107. During the use of the product (a tube), brachiocephalic artery fistula occurred in the patient. The customer suspected that something was wrong with the length and the angle of the product. Therefore, they switched it to competitor's ones. The affected item is either 100/860, 100/811, or 100/800.

Manufacturer narrative:
(B)(4). Device was not returned for investigation . This is a corrective report on legal and manufacturing. No lot number was provided or UDI.

Event description:
This is corrective data on MDR submission. The complaint of during the use of the product (a tube), brachiocephalic artery fistula occurred in the patient. The customer suspected that something was wrong with the length and the angle of the product. Therefore, they switched it to competitor's ones. Fistula can cause serious injury and to the trachea and bleeding that may require surgical intervention. However, no further information suggests bleeding occurred.